Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the homechoice cassette disconnected from the heater bag. This occurred during fill three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted in ending therapy and advised the patient to contact their nurse regarding incomplete therapy. There was no damages or leaks noted on the supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation with the red clamp tubing only attached to the solution bag. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The heater line tubing shrouder was connected and disconnected to the solution bag with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.